Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr). During the preparation of the clip delivery system (cds), the cds was brought to the implant table and brought to a vertical position. During this step, air bubbles were observed in the dc shaft. Two additional slow translations was performed to removed the bubbles. The clip was then implanted. There were no adverse patient effects and no clinically significant delay in the procedure.